Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Correction: d4 - primary UDI number investigation ¿ evaluation it was reported, during a ureteroscopy with laser lithotripsy (ursl) procedure, the physician found "the line was broken" of an ncircle tipless stone extractor. The doctor used another same type device to complete the procedure. A photo was provided by the customer that appears to show a break in a basket wire. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), specifications, quality control procedures, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. One ncircle tipless stone extractor was returned in open package with label. Visual exam noted one of the basket wires is cut/broken. Discoloration was also observed on the basket wires. The discoloration of the wires could indicate exposure to heat. The IFU states "this device is conductive. Avoid contact with any electrified instrument.", it is not known if the basket wires came into contact with a laser during the procedure. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record revealed no discrepancies related to the reported failure mode. One additional complaint has been received for this lot for a similar failure. Due to the individual nature of the manufacturing and inspection process for the devices in the lots, it is unlikely that these events are an indication of device issues within the entire lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: precautions · do not use excessive force to manipulate this device. Damage to the device may occur. · this device is conductive. Avoid contact with any electrified instrument. Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded a cause of the damage could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute toa death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
E1: phone: (B)(6). G4: PMA/510(k)#: exempt. H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported, during a ureteroscopy with laser lithotripsy (ursl) procedure, the physician found "the line was broken" of an ncircle tipless stone extractor. The doctor used another same type device to complete the procedure. A photo was provided by the customer that appears to show a break in a basket wire. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.